Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at 7 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. It was reported that the patient was having his pump replaced and his pump pocket moved to a different location as the pump was uncomfortable in the pocket. The event date was noted to be (B)(6) 2018. During the revision the doctor was unable to aspirate from the catheter after he trimmed a portion of the pump segment. After moving the pump to the new pocket, the doctor added a new pump segment. It was noted the doctor chose to not replace the entire catheter system and just replaced the pump segment. The cause of the inability to aspirate the catheter was unknown. The patient's weight was unknown. The devices were discarded by the hospital and would not be returned for analysis. No further complications were reported.